Manufacturer narrative:
Patient city: przezmierowo . Patient country: poland.

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient faced infusion set bent cannula event on 12-feb-2026. The patient reported blood glucose level was high and treated with pump and pen therapy. The infusion set was in use for fifteen days. No further information available.